Event description:
This case was reported by a consumer and described the occurrence of allergy in a(B)(6) female pt, who received double salt denture cleanser (B)(4) (polident) for cleaning of dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started polident. At an unk time after starting polident, the pt experienced allergy, swollen tongue that gets worse when she uses polident, weight loss and unable to eat. The pt said that she has lost down to (B)(6) because of not being able to eat. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Consumer does not specify a product but email came in via polident website. The pt received dentures in (B)(6) 2009. The pt said that she has had a "terrible time" with them. The pt went to her dentist who put extra filler in the dentures. The pt said she is not going back to the dentist because he charged her for the filler when she thought it was going to be free of charge. The pt said that she is beginning to think that she is allergic to something in the denture care products.

Manufacturer narrative:
Polident is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).